Event description:
The report from the affiliate indicated that: the pt had an elective procedure to the non-tortuous mid lad. The 9.39mm de novo, type b2 lesion was bifurcated, moderately calcified, concentric and localized with no clot. Preprocedure stenosis was 76.4%. A femoral approach was chosen for the procedure. The site was predilated with a 2.5x30mm balloon at 10atm; inflation time unk. The first 3.0x18mm cypher was implanted at 6atm for 31-60 seconds. The second 3.0x18mm cypher was implanted at 16atm for 31-60 seconds at the proximal end of the initially implanted cypher, overlapping it. Eight months later, restenosis was observed in at the proximal and distal edges of the stents. One month after this, the restenosis was treated with directional coronary atherectomy and the implantation of two additional cypher stents.